Event description:
Infant with peripheral IV infusing total parenteral nutrition (tpn), lipids and a medication line. Tpn leaking from the tpn filter on the trifuse. Infant's linen noted to be saturated. Line changed out.